Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "pt. Required revision due to 'some osteolysis and aseptic loosening.'" Spoke to rep, patient was revised to another pca femoral head and competitor acetabular side. Rep confirmed that no further information will be released.